Event description:
It was reported that the patient had a cerebrospinal fluid gusher at surgery and a lumbar drain was placed. It was reported that the patient was hospitalized sometime after surgery (no date given) due to an infection at the site of the lumbar drain. IV antibiotics were administered. It was noted that the infection was not related to the implant surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.